Event description:
Customer said that #4007 puckered up, loosened and sometimes this allowed his cannula to come out. Also the new shape was diffiuclt to use. Customer is a diabetic. For 3 months the IV 3000 dressings were not holding his cannula in place and he said that they were a joke. These dressings would hold the cannula in place for maybe a day and then pucker up when it was wet or damp. His cannula came out last month a couple of times, but he wouldn't give me any real details. Also the outside of the #4007 is sticky and his clothes can stick to the dressing and pull off the dressing if he wasn't careful. He finds new shape of the iv3000 hard to handle. He cuts this dressing before he used it. Outocme attributed to adverse event: cannula dislodged, hyperglycemia.

Manufacturer narrative:
Evaluation summary: the manufacturing records were reviewed, no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although the instructions for use are considered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, adn the artwork on the carton was revised as of 01/03/06. For ce marked product, the current instructions were revised 03/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. No further action will be taken at this time. However, we will continue to monitor for this type of complaint.